Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized due to high blood glucose of 400mg/dl. It was stated that the customer's husband had a surgical procedure and she was very stressed out, and she may not have treated properly her blood glucose during the day. Troubleshooting was performed. The programming, time, and date on the insulin pump were correct. Ran a fixed prime and high pressure test and the tests passed. No further info was provided.